Event description:
It was reported that during an unknown therapeutic procedure " needle could not be triggered / extended in the patient. The needle was replaced, but the second needle also did not work. No medication could be applied via the needle. It was difficult to retract the needle. It was noticed afterwards that the product had expired". There was no patient harm, no injury reported due to the event. This report is related to patient identifier (B)(6) (second needle).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: buckling of the tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being sent to inform correction to b5 of the initial report submitted. Correction: related patient identifier should be patient identifier (B)(6). Correct related patient identifier is patient identifier (B)(6).